Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2300403 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) failed, requiring manual pressure to be held. Proper technique was used for deployment, and the balloon inflated fully upon initial entry but when looking under x-ray prior to deployment it looked partially deflated. There was no reported patient injury. The procedure used a 6f non-cordis sheath with the vcd. The procedure used antegrade access in the femoral artery. The device is not being returned for evaluation.